Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes that were due to oversensing of noise. Technical services reviewed available device data, noting inappropriate shocks in december 2022, also due to noise oversensing, while the device was programmed in a different vector. Troubleshooting recommendations were provided. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service.